Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 5/29/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation revision with a mentor smooth round moderate plus profile 275cc saline prosthesis. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the posterior view, extending to the anterior. An area of shell abrasion was also observed at the end of the crease on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. A rent measuring approximately 0.1 cm was discovered within the shell abrasion on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. With the information provided, the product evaluation team concluded the capsular contracture in the patient¿s right breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 5/4/2018 with the replacement surgery operative report and the field experience report. The event date and implant date have been updated. The left prosthesis was inflated to 290ccs, and the right to 270ccs. Bilateral prosthesis replacement with 275cc mentor memorygel breast implants was performed on (B)(6) 2018. During the replacement surgery bilateral capsular contracture, described as mild (baker¿s grade unknown), was treated. No procedural complications were noted. (See 1645337-2018-03274 for contralateral prosthesis report). The mentor failure analysis lab received the device for evaluation on 5/15/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 275cc saline prosthesis, catalog # 3502275, serial #: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast augmentation revision with a mentor smooth round moderate plus profile 275cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed. As a result, bilateral prosthesis replacement was performed on (B)(6) 2018.